Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a loose/detached set screw, a set screw with a rounded socket, a damaged connector, and a damaged grommet/setscrew.

Event description:
It was reported that three days after an elective device replacement, a patient alert triggered and the right ventricular (rv) lead exhibited high rv coil defibrillation impedances that were rapidly changing during follow up. A connection issue was suspected, but one day after re-connecting the rv lead, there were high rv defibrillation impedances again. Testing was done for a connection issue, but the problem did not resolve. As the physician was not sure whether the header functioned correctly, the device was reprogrammed and then explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.